Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the customer performs preventative maintenance on their products. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that controller,vest 105,bt had power cord damaged with copper wire exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.